Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported failure to achieve hemostasis and patient effect of hemorrhage; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of a femoral artery was attempted using a proglide device after transcatheter aortic valve implantation. Reportedly, the proglide did not achieve hemostasis which resulted in bleeding and resolved with covered stent implantation and blood transfusion. Hemostasis was achieved by an unspecified method. There was a clinically significant delay in the procedure. It is unknown if the physician is trained in the use of the proglide device. No additional information was provided.